Manufacturer narrative:
This follow-up report is being filed to relay the date of the revision procedure and additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-00142-1 / 00143-1).

Event description:
Legal counsel for the patient reported that the patient underwent m2a hip arthroplasty on (B)(6) 2006. Subsequently, patient alleges local tissue reaction, metallosis and elevated metal ion levels. It is unknown whether a revision procedure has occurred. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported that the patient underwent m2a hip arthroplasty on (B)(6) 2006. Subsequently, legal counsel for patient alleges patient was revised on (B)(6) 2012 due to patient allegations of pain, local tissue reaction, metallosis, elevated metal ion levels, loss of mobility, and loss of range of motion. It is unknown whether a revision procedure has occurred. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of receiving certificate of conformance showed that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." The following sections could not be completed with the limited information provided. Date of event - unknown. This report is number 1 of 2 mdrs filed for this event (reference 1825034-2013-00142 / 00143).